Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during the intraocular lens (iol) implant procedure, noticed problems with the unfolding of the two haptics of the lens. Lens remained in the eye. Additional information has been requested.

Manufacturer narrative:
Correction information was provided in h.6. On initial medical device report (MDR) the FDA evaluation codes of b.17 was submitted. It should have been b.20, and FDA product problems codes of a2201 was submitted. It should have been a040604. Additional information was provided in h.11. The product was not returned for analysis. The complainant indicates the use of viscoelasticum 2 percent as a viscoelastic, which is not qualified for use with associated model, this is not a qualified alcon product combination. The root cause for the reported complaint could not be determined. No product was returned for analysis. The surgeon states the use of non-qualified viscoelastic. The use of an unqualified ophthalmic viscosurgical device (ovd) may cause damage to the lens and potential complications during the implantation process. Close adherence to the instruction for use (IFU) provides the best opportunity for optimal delivery. Possible associated factors may also include: excessive delay between device preparation and subsequent delivery resulting in the potential for haptic unfolding. Use of the delivery system at operating room temperatures outside of the recommended range of 18 degrees centigrade (64 degrees fahrenheit) to 23 degrees centigrade (73 degrees fahrenheit). Ovd should be allowed to come to operating room temperature over a 20 minute timeframe prior to use. If the operating room temperature is too high (greater than 23 degrees centigrade / 73 degrees fahrenheit) lens folding consistency is negatively affected, the lens is more adherent, and this may inhibit lens advancement. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).